Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the atrial lead was capped and replaced on (B)(6) 2019 due to frequent lead noise and occasional periods of low, out of range pacing impedance. The patient was stable.